Event description:
During a lumbar fusion procedure, the hcp accidently cut the pt's catheter. Intraoperative catheter repair was planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).